Manufacturer narrative:
(B)(4). Visual examination of the returned device determined the access port tubing connector to be a taper ii. Allergan has received the product, however, the analysis has not been completed at this time. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing." Device labeling addresses the following concerns to performing an adjustment: prior to doing an adjustment to decrease the stoma, review the patient's chart for total band volume and recent adjustments. If recent adjustments have not been effective in increasing restriction and the patient has been compliant with nutritional guidelines, the patient may have a leaking band system, or may have pouch enlargement or esophageal dilatation due to stomal obstruction, band slippage or over-restriction.

Event description:
The physician's office called to report an alleged lap-band "leak." This event was confirmed by the physician when the patient went in for an adjustment fill and reported feeling no restriction. During this consultation, the physician tried to remove existing saline from the device with less fluid coming out then was originally put in. An x-ray was completed "a week later," to determine there was an alleged "leak" at the metal connector at the tubing/port connection. The physician removed and replaced the port. The physician also noted that the port allegedly "had a crack."